Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl¿ inhibitory mold agar deep fill that one (1) case was missing the product label. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd bbl¿ inhibitory mold agar deep fill that one (1) case was missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 18-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - during manufacturing of material 298191, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4303948 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4303948. Retention samples from batch 4303948 were not available for inspection. One carton from batch 4303948 was returned for investigation in a box with paper padding. The carton was not labeled but had handwritten product information material number, batch number and expiration date where the carton label is expected. The 10 sleeves inside of the carton was labeled for batch 4303948 as expected and each of the 100 plates (10 per sleeve) had a complete and legible print as expected (time stamps 1501, 1504 and 1505). Two photos also were received for investigation. One photo shows the side of a carton without a carton label where expected and handwritten product information is present. The other photo shows the side of the 100pack carton. This complaint can be confirmed for a missing carton label. No complaint trend for missing carton labels has been identified; no actions are indicated at this time per bd procedures. It is noted that procedures throughout the manufacturing, packaging and handling processes require in-process inspections. Any non-conformances found during any inspection are reconciled per procedure and there are no allowances for shipment of damaged material or material not packaged per the product sop. This includes the absence of labels on the cartons. The outside of cartons is subject to handling and possible damage. Bd will continue to trend complaints for defects.